Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no reservoir alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer stated that the insulin pump had motor error. Customer was able to successfully clear the alarm. The customer was treated with manual injection. Customer declined troubleshoot for high blood glucose. Customer was able to complete pump rewind. Customer stated that the insulin pump gave no reservoir alert after the displacement test was performed. The customer advised that at this time displacement test and manual prime were successful and motor alarm did not recur. The customer advised to monitor the pump and call back if alarm recurs. The customer assisted to troubleshot for motor error. The device will be returned for analysis.